Manufacturer narrative:
On march 23, 2017, the user facility contact advised conmed that these reports were not intended to be complaints against the system 5000. No further event information has been provided. The serial number of the system 5000 esu used during this reported event has not been identified. The serial numbers of all system 5000 units at this facility and their manufacture dates are as follows: (B)(4) (03/07/2016), (B)(4) (05/02/2016), (B)(4) (05/02/2016), (B)(4) (03/24/2016), (B)(4) (03/10/2016) and (B)(4) (03/10/2016). A 2-year review of complaint history shows that all 8 adverse event reports for the system 5000 have been reported by this same hospital. There have been a total of 11 complaints received for this device family during this same 2-year timeframe. All but one complaint was from this hospital. The other complainant reported the system was generating an error message. A conmed service engineer visited this hospital on march 8, 2017 to inspect and perform functional testing on all six of their system 5000 units. All six (6) units were found to meet all specifications. No fault was found with any of the system 5000 esu's at this facility. Two conmed surgical representatives went to this hospital on friday, march 17, 2017 to provide training, support and the application of the system 5000 to the operating room day staff. The representatives returned on sunday, march 19, 2017, in the evening to train the night staff. All competency forms were completed. On monday, march 20, 2017, the representatives returned to the hospital to meet with the surgeon who has been reporting issues with the system 5000, such as unanticipated intra-operative bleeding, post-operative bleeding and other post operative complaints. There were two open hernia cases and two laparoscopic cholecystectomy cases scheduled and the conmed surgical representatives attended. The surgeon and conmed surgical representative spoke at length prior to starting the surgeries. Both hernia cases progressed well and 40 pure cut and 40 standard coag were the selected settings used for both cases which worked very well. Prior to starting the next two cases, the conmed representatives demonstrated the system 5000 to the surgeon to allow a more hands on approach in activating the system. The features of lap mode, against general mode and dynamic response were explained. During the laparoscopic cholecystectomy cases, the surgeon decided to keep the unit in the general mode and selected pure cut 30 and standard coag 30. A conmed single use "l" hook and cable were furnished and used. The sheath area (predominately fatty tissue) around the cystic artery and cystic duct took a little longer to dissect back. The doctor felt that he was pulling while coagulating and felt the system was not working through this tissue type. He was advised and increased the standard coag setting to 40 watts and there was a noticed improvement in coagulation. For both cases, each liver bed area was coagulated with no oozing noted from the tissue following application. Suction irrigation was not required as both gall bladders were removed intact and no bile escaped into the abdominal cavity and no active bleeding followed diathermy application. Based on the functional testing and evaluation results of the six (6) system 5000 units at the user facility and the results of device training; it appears that the reported issue was likely related to the settings/modes used when operating the system 5000 esu. All complaints generated from this facility have been for issues that occurred prior to the staff and surgeon training provided by conmed surgical representatives. Conmed will continue to monitor the system 5000 esu via the complaint system to ensure product safety. The user manual provides the following cautions for use statement: safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood and followed in order to ensure safe and effective use of the equipment. Only properly qualified and trained operators should perform electrosurgery. The operator and their support personnel must be diligent in assuring that the esu is properly configured and that proper settings are used. The esu must be located to assure the operator or their support personnel can readily verify the settings. The system 5000 is capable of causing physiological effects, including burns to the patient or operator.

Manufacturer narrative:
At this time, conmed is working to obtain additional information from the user facility. A follow-up report will be filed upon receipt of additional information. Without knowing the actual serial number of the system 5000 esu used during this incident it cannot be determined which manufacturing site produced the device. The (B)(4) has been used to create this report which represents one of the two facilities that has manufactured the system 5000.

Event description:
Patient returned to operating room post operatively for bleeding. This report captures the third of three (3) reports alleging the patient returned to the operating room for post operative bleeding after a prior surgery in which the system 5000 was used. The user facility reports a doctor has alleged having problems with the system 5000 and advised there have been seven (7) serious patient injuries and/or adverse consequences related to his use of the system 5000. The serial number of the system 5000 esu that was used during this event has not been identified. The serial numbers of all system 5000 units at this facility includes: serial number (B)(4). All of these system 5000 units still remain in use at this facility. Based on follow-up with the user facility it has been determined that the facility uses non-conmed leads. There are 2 types; one with a bovie end and one with a banana plug. Conmed adapters are used with the banana plugs. The l-hooks and leads are re-usable. Each lead has 60 uses and is disposed of after 60 uses. Additionally, the split plates and pencils that are used are non-conmed products. The seven (7) events reported to conmed by the user facility on 16-february-2017 can be found in MFR. Report numbers: 1720159-2017-00043, 1720159-2017-00044, 1720159-2017-00045, 1720159-2017-00046, 1720159-2017-00047, 1720159-2017-00048 and 1720159-2017-00049.